Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed spi to motor pic communication error. Customer also reported that the insulin pump alarmed off no power. Customer's blood glucose at the time of the incident was not included in the report. No significant events leading to the alarms were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: unit received with constant alarms and off no power alarm. Problem isolated to m/bd. Unable to verify functional test due to constant alarms and off no power alarm anomaly. Unit had minor scratched lcd window and cracked reservoir tube lip.